Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. When the lead was returned, the helix was partially extended. During testing, the helix would not extend or retract.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced positioning the right atrial (ra) lead due to the patient's anatomy. As a result, the helix was extended and retracted several times before successfully positioning the lead. Two days later, the ra lead dislodged. As it was impossible to extend and retract the helix, this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.